Event description:
A customer reported receiving an error 6 message on their precision xtra meter as a result of using expired test strips. She also reported that due to being unable to test, she experienced symptoms of hyperglycemia and went to a local hospital, where she was diagnosed with hyperglycemia and treated with intravenous insulin. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is a final report. During a troubleshooting with abbott diabetes care customer service, it was discovered the customer was using expired test strips. Since this is a use error, the investigation of the product is not required.